Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hypoglycemia. Customer's blood glucose value was 40 mg/dl at the time of incident and then the blood glucose level was 247 mg/dl. The customer declined troubleshooting. The customer was treated with glucose and food. Customer was using insulin pump system within 48 hours of reported low blood glucose event. The customer stated that the auto mode feature was not active. Customer was not alleging pump was over delivering. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of low blood glucose. The customer did not experience any symptoms related to low blood glucose level. The insulin pump will not be returned for analysis.